Manufacturer narrative:
As allowed by exemption# e2012008, kulzer llc (the importer) is submitting the report on behalf of kulzer gmbh (the manufacturer).this is a serious injury (as defined in 21 cfr section 803.3) this incident is being reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Event description:
Dr called and he has a patient in the chair that had gluma applied to a class 5 restoration at the cervical root surface 2 days ago. The application was for 3 minutes and then the material was rinsed off. It is unclear as to whether isolation was used. The patient has suffered a tissue burn and the tissue is black in color and they are in pain. Tissue burns are known side affect of gluma if the material contacts soft tissues. The dfu recommends the use of a rubber dam for isolation to protect the soft tissues. Dfu also states an application time of 30-60 seconds, using the smallest amount of material as possible.